Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified in the downloaded log. There was no documentation of what component is to be replaced for this issue. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.